Event description:
Caller reports lancet protrudes beyond the end cap of the softclix plus device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Customer's son reported that on (B)(6), 2010, the customer received an ER-3 message on the display of her freestyle freedom lite blood glucose meter. It was further reported the customer subsequently experienced nausea, lightheadedness, ataxia and memory loss. Customer self-presented to a local healthcare facility where she was diagnosed with severe hyperglycemia and treated with an intravenous infusion of unknown type. Customer also had blood work drawn for laboratory analysis and an x-ray. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. An investigation will be undertaken upon receipt of the customer's products. A final report will be sent when the investigation is completed. It should be noted: during the call to customer services, the customer was able to successfully perform a blood glucose test without receiving a resultant error message.

Manufacturer narrative:
Customer's meter and reported test strips were returned for investigation. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. This is a final report.